Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the erbe generator was faulting, and the error could not be cleared. The customer power cycled the erbe generator several times, but error persisted. The customer disconnected the external foot pedals, waited for some time before powering on the erbe generator again. The erbe generator gave the same error message on powering up. The customer connected the force triad generator using the covidien cable to continue with the procedure. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained additional information. The procedure was completed robotically with the force triad generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi received the unit involved with this complaint and performed the failure analysis. The iesu was placed on an in-house system, run in normal mode, and triggered error c-33. The visual inspection shows the iesu in good condition. The complaint was confirmed based on failure analysis.